Event description:
It was reported by the affiliate that when (1) atb45 device was used during a laparoscopic sigma resection, it did not fire and made noises. Another device was used to complete the case with no consequence to the patient.